Manufacturer narrative:
Summary of event: it was reported that, prior to use, the basket of an ncircle tipless stone extractor could not be opened. The procedure was completed by using another new device. No adverse effects were reported. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection was also conducted. The returned device was found to have had one of the basket wires pulled free from the basket cannula that secures the proximal end of the basket wires in place. Cook reviewed the product labeling. The product IFU provides the following information: precaution: the device is conductive. Avoid contact with any electrified instrument. Precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. Cook concluded that the recorded non-conformances were not related to this incident. Because there were no related non-conformances, adequate inspection activities had been established, and no other known lot related complaints had been received from the field, it was concluded that there was no evidence that nonconforming product exists in house or in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook has concluded that the cause for the damage was unknown. Excessive force may have been inadvertently applied to the device; however, no information was known regarding device handling, therefore the cause of the issue could not be conclusively determined. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Customer postal code = (B)(6). PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that, prior to use, the basket of an ncircle tipless stone extractor could not be opened. The procedure was completed by using another new device. No adverse effects were reported.